Event description:
It was reported that a spectrum pump had alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported event was unable to be reproduced. A review of the event history log revealed multiple events of system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No hardware/software abnormalities were found during evaluation. The upstream sensor was replaced per device service procedure. Should additional relevant information become available, a supplemental report will be submitted.